Event description:
It was reported that the stylus pen on the programmer was not working. The pen was replaced but it was still not working. The programmer was returned for service. There was no indication of any patient involvement reported with this event.

Event description:
It was reported that the stylus pen on the programmer was not working. The pen was replaced but it was still not working. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. There was no indication of any patient involvement reported with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the stylus pen was intermittently skipping in some spots on the overlay. The overlay screen and stylus pen were replaced. It was also noted that the programmer fan was noisy, the printed circuit board connector was out of specification causing intermittent telemetry failure while connected to the rf head, and the display screen dropped down when placed in the upright position. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).